Event description:
Potential for injury associated with the rear wheels on a gvtrsx58 manual wheelchair bowing against the arms. This compromises the user's ability to maneuver the wheelchair, creating the potential for a falling injury from interference with the wheels.